Event description:
The tech alleged the brakes would not hold at the head end of the stretcher. No pt impact.

Manufacturer narrative:
The tech installed a brake steer upgrade kit to resolve the issue.